Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they bite down their top right front teeth hits their bottom teeth which has caused chipping and also causes their back molars to not sit right.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.